Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had cable damaged. The issue had occurred during set up / inspection for use (during set up in room / before patient in room). There was no report of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer's final investigation. Updated fields: d8, g3, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported cable damage failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: watertightness failure based on the results of the investigation, it is likely that the following led to the malfunction: watertightness and cable failure due to scratch cable component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.